Manufacturer narrative:
The customer reported issue of thermogard system with temperature sensor issue was confirmed during the functional testing. The root cause of the issue was due to the defective I/o pc board. The defective pc board was replaced to remedy the fault. Thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits. Archive data was downloaded and no significant issue noted. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint ((B)(4) reported on (B)(6) 2017). The patient cable was replaced to remedy the issue.

Event description:
As reported during patient use, the thermogard system had a temperature sensor issue. The target temperature of 33 celsius was not reached. To continue the treatment, another console was used. No patient harm or consequence reported on this event.